Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in device inner surface, void >1 mm in non-textured valve-to shell-bond area, and one linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening and one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one smooth crease opening in the radius side assessed as fold flaw opening, and one striated opening in the posterior side assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.